Event description:
As reported by an edwards lifesciences affiliate in latvia, regarding an implant of a 26mm sapien 3 valve in pulmonary position by transfemoral venous approach. During the procedure, resistance was noted during the advancement of the delivery system and valve to the landing zone. A considerable amount of push force was applied to try to advance the valve and the resistance suddenly disappeared, jumping forward the delivery system and approximately reaching the landing zone. The valve was successfully deployed as intended. Upon completing the procedure, a tte was performed showing severe tricuspid regurgitation and ruptured of tricuspid chordae. Potential surgical repair of the tricuspid valve in the future. No actions were performed at this time. Additionally, the patient suffered bleeding in the airways. A CT showed a perforation of the right pulmonic artery. The perforation was solved by endovascular coil deployment later in the day. The patient was noted as to be stable and planned to be discharged in the next days. The perceived root caused as assessed by the medical team was the delivery system got entangled in the tricuspid sub-valvular apparatus that kept it from advancing, until the push force applied ruptured a chordae and caused the system under tension to spring forward. The sudden forward movement caused the guidewire which was placed in the rpa to cause a perforation.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for pulmonic artery perforation during a thv procedure, including perforation by the guidewire, and/or the delivery system. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. The commander delivery system is designed to be compatible with a standard 0.035 inch guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the anatomy over an 0.035 inch guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements; while manufacturing and packaging procedures include 100 percent inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of pre dilatation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the right ventricle and crossing the pulmonic valve/stent/bioprosthesis. In this case, the complaint was unable to be confirmed. Investigation results suggest that procedural factors (device entangled in the tricuspid chordae) may have caused or contributed to the reported difficulty tracking through anatomy. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required. All complaints are reviewed against control limits. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.